Event description:
It was reported that during implant there was far-field r-wave sensing, but relatively small p-waves. The atrial lead was repositioned and the issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.